Manufacturer narrative:
Evaluation: upon arrival the female luer (connector) was totally broken off of the retrograde cannula. The break is relatively clean and smooth. There are no signs of cracks or crazing around the break point. The root cause of the damage could not be determined. Given the inspection and precautions listed in the process controls / risk controls section, it is unlikely that the connector was damaged prior to shipment from the edwards utah facility. A manufacturing defect cannot be confirmed. Instructions for use were reviewed and found acceptable. A lot number is unknown and a review of manufacturing records could not be performed. A CAPA will not be generated because as a precaution, edwards is qualifying an annealed version of the same connector. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that "female luer connector of the cardioplegia delivery line got broken off easily when the customer was about to connect with the cardioplegia delivery line. Strong force was not applied to the connector." Sales rep commented that it was unlikely that the device was flushed before use. No patient harm was stated.

Manufacturer narrative:
Evaluation: customer report of a broken female luer on the cardioplegia cannula was confirmed. The female luer bonded to main lumen was completely broken off. Broken cross-surfaces appeared uneven. Pressure monitoring line was found to be patent without any leakage. Device is under further investigation into root cause.